Event description:
It was reported that the patient was experiencing painful stimulation. Patient was instructed to turn off stimulator. The patient lowered the over all stimulation amount on all programs. The cause of the pain could have been too much stimulation. The patient was reprogrammed. The patient was trying the new programs. Additional information received reported the device was explanted due to site pain and lack of efficacy.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.